Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. Advised the customer the insulin pump would be replaced. Customer's blood glucose was 7.0mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.